Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2019). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port tube allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a catheter was received for evaluation. Two electronic photos and one image was provided for review. Visual, gross, tactile, and functional evaluations were performed on the returned device. A compound break was noted approximately 1.3cm from the distal end of the cath-lock. The edges of the compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be even. The surface was noted to be granular with residue throughout. It is noted that the port was not flushed for four weeks. Therefore, the investigation is confirmed for the reported fracture, improper procedure and identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although the definitive root cause for the reported fracture and identified wear and deformation issues could not be determined based upon available information, the root cause for improper flushing issue was noted to be use error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states that: flushing volumes: when port not in use- 5 ml sterile normal saline every 4 weeks h10: b5, d4 (expiration date: 10/2019), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port tube allegedly broke. It was further reported that ]the broken pipes were found during port removal. There was no reported patient injury.